Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the vad system and programming vad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a literature article entitled "cerebral protection during washout of thrombus occluding inflow cannula of heartware hvad left ventricular assist device." This article presented a case history of a patient (previously reported) who presented with an inflow cannula thrombus who was treated with a washout procedure. The article also noted that the site had performed another six washout procedures for six other patients (total of seven patients). They reported that they performed these washout procedures for thrombotic material at the vad inflow cannula with the assistance of bilateral carotid filter protection. Post-procedural angiography of these patients revealed that the washout procedure was successful in extracting the thrombotic material in five of these cases. In the other two cases, the site reported that no thrombus was found. Neurological deficits did not occur in any of the seven cases. The authors of the article further recommended that the washout procedures be performed in a hybrid operating room with standby for pump exchange in case the washout should be unsuccessful or for subsequent thrombectomy.

Manufacturer narrative:
The journal of heart and lung transplantation; case anecdotes, comments and opinions; cerebral protection system applied during washout of thrombus occluding inflow cannula of heartware hvad left ventricular assist device. (B)(4). From the department of cardiovascular and thoracic surgery, (B)(6). Hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing records could not be performed since the pump serial number was not provided. Log file analysis could not be performed since patient ID and pump serial number were not provided. The reported event could not be confirmed since the device was not returned and there is no evidence or supporting data provided. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's past medical history and related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.